Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during infusion that the pump alarmed with an upstream occlusion. No kinks or closed clamps were identified, and the patient was unable to silence the alarm. There was patient involvement and no harm. This malfunction would likely to cause occlusion during use.